Event description:
It was reported when using the bd pyxis medstation es system tower door was not opening.the customer added that this malfunction caused a delay in retrieving medication to patient.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was failed. The field service engineer confirmed that the customer resolved the issue. The system functioned as intended after the field service engineer investigated the device.